Event description:
Per the clinic, the patient developed a wound infection at the implant incision site. Subsequently, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported).